Event description:
Healthcare professional reported ¿linguine sign¿, intra-prosthetic rupture and ¿salad oil¿, intracapsular rupture. Lymph nodes with silicone". Affected side left. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.4., d.9., h.3., h.6. Device evaluation: analysis of the returned device identified: underweight, red particles in the shell and broken shell. A visual and microscopic analysis was performed which identified: sharp broken on posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is:a sharp broken on posterior assessed as an unidentified (tear) opening.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and lymphadenopathy.

Event description:
Healthcare professional reported ¿linguine sign¿, intra-prosthetic rupture and ¿salad oil¿, intracapsular rupture. Lymph nodes with silicone". Affected side left. Device has been explanted.